Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 484 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the next with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.